Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the clinic for follow-up. The device was exhibiting ventricular noise. The noise was sporadic and was sensed by the device causing ventricular oversensing. The noise was not reproducible in clinic. Programming changes were made. The patient will be followed up closely. The patient is not pacemaker dependent and was asymptomatic.